Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding and clotting") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bacterial infection ("bacterial infections"), back pain ("lower back pain"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), fibromyalgia ("worsening of her fibromyalgia"), abdominal pain lower ("cramping,"), abdominal distension ("severe bloating"), weight increased ("excessive weight gain"), urinary tract infection ("urinary tract infections") and fatigue ("fatigue"). The patient was treated with surgery (removal surgery). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, bacterial infection, back pain, dyspareunia, abdominal pain, fibromyalgia, abdominal pain lower, abdominal distension, weight increased, urinary tract infection and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bacterial infection, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: patient physician recommended removing her essure coils to alleviate her symptoms. Patient is scheduled to have a salpingectomy on (B)(6) 2017 to remove her essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: total bilateral occlusion - coils placed correctly. Hysterosalpingogram (hsg) test that confirmed satisfactory placement of the essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 8-nov-2018: plaintiff fact sheet received. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Event "fatigue" added. Outcome of all the events was added as "recovered / resolved". Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding and clotting') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bacterial infection ("bacterial infections"), back pain ("lower back pain"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), fibromyalgia ("worsening of her fibromyalgia"), abdominal pain lower ("cramping,"), abdominal distension ("severe bloating"), urinary tract infection ("urinary tract infections"), fatigue ("fatigue"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraines") and gastrointestinal disorder ("gi condition") and was found to have weight increased ("excessive weight gain"). The patient was treated with surgery (removal surgery). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, bacterial infection, back pain, dyspareunia, abdominal pain, fibromyalgia, abdominal pain lower, abdominal distension, weight increased, urinary tract infection, fatigue, menorrhagia, migraine and gastrointestinal disorder had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bacterial infection, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: patient physician recommended removing her essure coils to alleviate her symptoms. Patient is scheduled to have a salpingectomy on (B)(6) 2017 to remove her essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: results: total bilateral occlusion - coils placed correctly. Diagnostic results: hysterosalpingogram (hsg) test that confirmed satisfactory placement of the essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received new event added menorrhagia, gi conditions, migraines and event outcome added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding and clotting") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bacterial infection ("bacterial infections"), back pain ("lower back pain"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), fibromyalgia ("worsening of her fibromyalgia"), abdominal pain lower ("cramping,"), abdominal distension ("severe bloating"), weight increased ("excessive weight gain") and urinary tract infection ("urinary tract infections"). At the time of the report, the pelvic pain, genital haemorrhage, bacterial infection, back pain, dyspareunia, abdominal pain, fibromyalgia, abdominal pain lower, abdominal distension, weight increased and urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bacterial infection, dyspareunia, fibromyalgia, genital haemorrhage, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: patient physician recommended removing her essure coils to alleviate her symptoms. Patient is scheduled to have a salpingectomy on (B)(6) 2017 to remove her essure implant. Diagnostic results: hysterosalpingogram (hsg) test that confirmed satisfactory placement of the essure coils and full occlusion of both tubes. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.